Event description:
It was reported that there was c-arm unintended movement. No injuries reported. Field engineer was dispatched and re-adjusted switches. After this system was left working as intended.